Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert 38 indicating consecutive stalled motor despite multiple restarts and a full battery, after which a replacement device was arranged and the user followed backup therapy and the healthcare provider plan; the infusion set in use was a cd 23 inch, and the user used subcutaneous insulin by pen while continuing cgm use. Symptoms included headache, fatigue, and irritability associated with hyperglycemia up to 247 mg/dl for several hours. Outcomes included the need for backup insulin therapy and temporary interruption of pump therapy without hospitalization, medical intervention, or outside assistance; ketone testing was negative and the ketone action plan was followed. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.